Event description:
An optometrist reported the following: a pt had presented at the pre-lasik evaluation with dry eye, variable refraction, and variable vision. She was started on topical cyclosporine drops and had two appointments ((B)(6) 2012 and (B)(6) 2012) to recheck her refraction and tear film. She demonstrated no objective signs of dryness on (B)(6) 2012. The pt was advised about postoperative dry eye risks and expectations. The lasik was performed on (B)(6) 2012. On (B)(6) 2012, the pt reported dry eyes with visual fluctuation. There are no objective signs of dry eye (no staining, tbut (tear break up time) is normal, schirmer test is normal). The pt continues to use topical cyclosporine drops and artificial tears. She is also under the care of a second ophthalmologist, from whom she has sought an add'l opinion. This report concerns the pt's left eye.

Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable info becomes available. (B)(4).